Manufacturer narrative:
This 39-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 06011) had fallopian tube occlusion insert (batch no. 855633) inserted. The case describes the occurrence of abdominal pain lower ('rlq pain'). The occurrence of additional non-serious events is detailed below. The subject's medical history included hypertension. No relevant concomitant drugs. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2021, the subject experienced abdominal pain lower (seriousness criterion intervention required) and abnormal uterine bleeding ("dysfunctional uterine bleeding"), 8 years 10 months after insertion of fallopian tube occlusion insert. The subject was treated with surgery (vaginal hysterectomy, bilateral salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2021. On (B)(6) 2021, the abdominal pain lower and abnormal uterine bleeding had resolved. The investigator considered abnormal uterine bleeding to be unrelated to fallopian tube occlusion insert. The investigator considered abdominal pain lower to be related to fallopian tube occlusion insert. The reporter commented: the non-serious event dysfunctional uterine bleeding was of mild intensity and unrelated to essure, the non-serious event rlq (right lower quadrant) pain was of moderate intensity and possibly related to essure. Both events resolved with treatment specified as vaginal hysterectomy. The intended device removal on (B)(6) 2021 was performed in conjunction with other gynecologic surgery. The vaginal hysterectomy, bilateral salpingectomy occurred due to concomitant disease dysfunctional uterine bleeding, rlq pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Lot number: 855633 manufacture date: 2011-04 expiration date: 2014-04 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint (ptc) a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 39-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" protocol: (B)(4). The subject patient ID: (B)(6) had fallopian tube occlusion insert (batch no. 855633) inserted. The case describes the occurrence of abdominal pain lower ('rlq pain'). The occurrence of additional non-serious events is detailed below. The subject's medical history included hypertension. No relevant concomitant drugs. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2021, the subject experienced abdominal pain lower (seriousness criterion intervention required) and abnormal uterine bleeding ("dysfunctional uterine bleeding"), 8 years 10 months after insertion of fallopian tube occlusion insert. The subject was treated with surgery (vaginal hysterectomy, bilateral salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2021. On (B)(6) 2021, the abdominal pain lower and abnormal uterine bleeding had resolved. The investigator considered abnormal uterine bleeding to be unrelated to fallopian tube occlusion insert. The investigator considered abdominal pain lower to be related to fallopian tube occlusion insert. The reporter commented: the non-serious event dysfunctional uterine bleeding was of mild intensity and unrelated to essure, the non-serious event rlq (right lower quadrant) pain was of moderate intensity and possibly related to essure. Both events resolved with treatment specified as vaginal hysterectomy. The intended device removal on (B)(6) 2021 was performed in conjunction with other gynecologic surgery. The vaginal hysterectomy, bilateral salpingectomy occurred due to concomitant disease dysfunctional uterine bleeding, rlq pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Most recent follow-up information incorporated above includes: on 27-may-2021: investigator reported that patient received no relevant concomitant drugs. Adverse events were specified to 'dysfunctional uterine bleeding' (unrelated) and 'rlq pain' which resolved with treatment (specified as vaginal hysterectomy on (B)(6) 2021). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 39-year-old female subject was enrolled in a company-sponsored interventional study, titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4).). The subject (patient ID: (B)(6)), had fallopian tube occlusion insert (batch no. 855633) inserted. The case describes the occurrence of abdominal pain lower ('rlq pain'). The occurrence of additional non-serious events is detailed below. The subject's medical history included: hypertension. No relevant concomitant drugs. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2021, the subject experienced abdominal pain lower (seriousness criterion intervention required) and abnormal uterine bleeding ("dysfunctional uterine bleeding"), (B)(6) years (B)(6) months after insertion of fallopian tube occlusion insert. The subject was treated with surgery (vaginal hysterectomy, bilateral salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2021. On (B)(6) 2021, the abdominal pain lower and abnormal uterine bleeding had resolved. The investigator considered abnormal uterine bleeding to be unrelated to fallopian tube occlusion insert. The investigator considered abdominal pain lower to be related to fallopian tube occlusion insert. The reporter commented: the non-serious event dysfunctional, uterine bleeding was of mild intensity, and unrelated to essure. The non-serious event rlq (right lower quadrant) pain was of moderate intensity, and possibly related to essure. Both events resolved with treatment specified as vaginal hysterectomy. The intended device removal on (B)(6) 2021 was performed in conjunction with other gynecologic surgery. The vaginal hysterectomy, bilateral salpingectomy occurred, due to concomitant disease dysfunctional uterine bleeding, rlq pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 22.1 kg/sqm. Lot number#: 855633, manufacture date: 2011-04, expiration date: 2014-04. Sample received at quality unit ? Yes; date of sample received at quality unit? 2021-06-16. Sample description after receiving at quality unit: two micro-inserts received. Quality safety evaluation of ptc: the investigation of the sample could not confirm, any quality defect. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. Most recent follow-up information incorporated above includes: on (B)(6) 2021, quality safety evaluation of ptc (sample also investigated now). A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This (B)(6) female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(4)) had fallopian tube occlusion insert (batch no. 855633) inserted. The case describes the occurrence of hysterosalpingectomy ('vaginal hysterectomy, bilateral salpingectomy'). The subject's medical history included hypertension. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject underwent hysterosalpingectomy (seriousness criterion intervention required). The subject was treated with surgery (vaginal hysterectomy, bilateral salpingectomy). Fallopian tube occlusion insert was removed. At the time of the report, the hysterosalpingectomy outcome was unknown. The relationship of hysterosalpingectomy to treatment with fallopian tube occlusion insert was not reported. The reporter commented: the event 'vaginal hysterectomy, bilateral salpingectomy' occurred due to consomitant disease dysfunctional uterine bleeding, rlq pain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.